Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and buttons unresponsive. Customer's blood glucose was 155 mg/dl. Customer stated it was due to sweat. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time. (B)(4).